Event description:
It was reported that the lead was suspected to be fractured. There was a rise in pacing lead impedance and increased mode switch episodes. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.